Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used in a laser stone removal of bile stones performed on (B)(6) 2016. According to the complainant, during the procedure, the fiber "got hot" and stopped firing. The procedure was completed using another laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.